Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2014; 4592 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that undersensing was noted on stored atrial episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.